Event description:
Contact reported that the electrode broke during use. A portion of the ceramic tip came off of the electrode, and they believed that the ceramic was inside of the patient and tried to get it out by flushing the joint during the case. They did not open the patient. The surgeon believes that the fluid washed out the ceramic place. No patient injury was reported at the time of the event. If this was to recur and the ceramic fragment not retrieved, it is possible that patient injury could potentially occur.